Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported experiencing an unspecified issue with the freestyle libre application and stated the adc device would not connect with the application after multiple attempts. The customer also expressed general dissatisfaction with adc customer service. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported sensor did not connect with the app. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported experiencing an unspecified issue with the freestyle libre application and stated the adc device would not connect with the application after multiple attempts. The customer also expressed general dissatisfaction with adc customer service. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.